Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during demonstration, the duodenovideoscope tested positive for 7 colony forming units (cfus) of aerobic microorganisms. The device was retested on (B)(6) 2025, and it tested positive for 21 cfus of aerobic microorganisms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.